Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head keeps falling off from the hand piece - oral-b [device breakage] brush head comes loose - oral-b [device connection issue] case narrative: female consumer via e-mail stated that the oral-b toothbrush head kept falling off from the oral-b pulsonic toothbrush hand piece. No injury was reported. 17-nov-2023 follow up via e-mail: the consumer reported that the oral-b toothbrush head came loose mid-brushing. No injury was reported.

Event description:
Brush head keeps falling off from the hand piece - oral-b [device breakage] brush head comes loose - oral-b [device connection issue] case narrative: female consumer via e-mail stated that the oral-b toothbrush head kept falling off from the oral-b pulsonic toothbrush hand piece. No injury was reported. 17-nov-2023 follow up via e-mail: the consumer reported that the oral-b toothbrush head came loose mid-brushing. No injury was reported. 21-dec-2023 case update: the concomitant product lot was n2820. No injury was reported. 11-jan-2024 case update from information initially received on 21-dec-2023: the concomitant product lot was m4a31. No injury was reported. 07-feb-2024 product investigation results: the suspect product was confirmed to be oral-b power rechargeable toothbrush handle pulsonic. The concomitant product was confirmed to be oral-b power oral care refills. No injury was reported.

Manufacturer narrative:
07-feb-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.